Manufacturer narrative:
The customer has been presented with the cost estimate to repair the iabp unit. Repairs are pending approval. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) the battery does not eject when the lever is in open position. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The aware date of the reported event was incorrectly reported and should read 2021-05-18. A getinge field service engineer (fse) was dispatched to investigate. The fse confirmed the reported issue and cleaned the batteries and battery wells, but noted that the battery was still sticking slightly on slog "b." The customer was presented with a repair estimate but the customer declined repairs. Unrelated to the reported issue, the slide handle assembly and wheel assembly were observed to not be functioning properly. The fse placed an order for parts per the customer's request. The fse then returned at a later date to perform the repairs of the handle and wheel assemblies. However, prior to the repairs and unrelated to the prior issues, it was observed that the hospital cart was not receiving a/c power. This unrelated event has been reported under medwatch report # 2249723-2021-01664. The customer was presented with an updated estimate for repairs and the repairs were again put on hold pending customer approval. Subsequently, repairs were completed for the unrelated issues and full preventative maintenance (pm) was performed. All safety, functionality, and calibration checks were completed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.